Event description:
It was reported that balloon rupture occurred. The patient presented with ischemic heart disease. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at below rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed using alternate method or device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was soaked for a period of time to break up contrast and blood present in the balloon, the device was then prepped with an inflation device and filled with water to test the device for inflation to rated burst pressure. The device failed to inflate to rated burst pressure as there the balloon has an 8mm longitudinal tear 12mm from the tip of the device.

Event description:
It was reported that balloon rupture occurred. The patient presented with ischemic heart disease. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at below rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed using alternate method or device. No patient complications were reported.